Manufacturer narrative:
Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a transient communication interruption that resolved after the device completed re-pairing and warm-up. It was concluded that the event was consistent with expected behavior during a temporary cgm communication loss and did not represent a device malfunction.

Event description:
It was reported that a user experienced a temporary continuous glucose monitor signal loss with a libre 3 plus sensor, during which the cgm interface indicated it was re-pairing and required a warm-up period, and readings resumed during the call after user education and troubleshooting. Symptoms included lack of cgm glucose readings due to signal interruption. Outcomes included restored cgm connectivity and continued use without clinical intervention.